Event description:
Event description guidant received information that repositioning of this flextend lead was attempted due to diaphragmatic stimulation. The physician reported a possible perforation and this lead was removed from service. An additional lead was implanted without further incident.